Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12000, model: sc-1200, serial: (B)(6), batch: 21380181.

Event description:
It was reported that the patient was experiencing inadequate pain relief due to paddle lead positioned too lateral. The patient underwent a spinal cord stimulation (scs) replacement and was doing well postoperatively. The explanted device components were discarded by the facility.